Event description:
It was reported that there coil protrusion from the catheter's tip during removal. The target lesion was located in the severely tortuous internal iliac artery. An 8mm x 40cm .035 interlock 2d was selected for an embolization of the artery using ipsilateral approach. During the procedure, the device was placed mid way in internal iliac; however, the non bsc catheter bounced to the external iliac. Furthermore, the coil was removed and tried to place it back but it became stretched. When the coil was removed from the patient's body, it was noted that there was coil protruding from the catheter's tip. The procedure was completed with a different device. There were no patient complications reported.